Event description:
Flexible formulation tip cap for luer lock syringes. Quantity 10 individual tip caps (polyolefin). Product was found to have a decreased insect within the sterile wrap packaging for a unit package of 10 individual tip caps. Inappropriate for use due to contamination/compromise of product. Product also has these numbers printed on back:5300360, 006-1089, rptr asks if total lot inappropriate for use or just this unit of 10 caps.